Event description:
Physician predilated a lesion in the lcx with sprinter legend with more than 2 inflations, 1 non-medtronic stent was deployed in the lcx, sprinter legend balloon was used with the non-medtronic stent balloon in kissing balloon technique, there was an issue with deflating the sprinter legend balloon. Physician removed the device after it deflated gradually. No health hazard to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause is undetermined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (root cause is undetermined). (B)(4).